Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip was malformed in a row. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4).